Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed master tool manipulator right (mtmr) swap to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective mtmr. It can be resolved by performing mtmr swap.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced a non-recoverable error on the system. Intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting. The tse found several errors 307 in the logs indicating master tool manipulator right (mtmr) issue on surgeon side console (ssc) 1. The tse had the customer disconnect ssc 1, and the system was ready. The procedure was completing as planned with no reported injury.